Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eri, 80 charging cycles were recorded to the ICD's memory. The device was implanted for 63 months. The amount of charge taken from the battery was verified, indicating the battery status eri to be anticipated. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to six shock deliveries, confirming the clinical observation. Therefore a sensing test was performed,and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. Next, the ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. There was no indication of a device malfunction.

Event description:
Ous MDR - after an implantation period of about 112 months, oversensing with inappropriate shocks was reported. Upon interrogation on (B)(6) pacing and shock impedance values were out of range. Normal sensing values were observed. The lead and ICD (reached eri) were explanted. During the explantation procedure the lead reportedly got cut. ICD and lead were both returned to biotronik for analysis. Apart from the shocks no further adverse patient side effects have been reported.